Event description:
It was reported that the health care professional (hcp) wanted to review reports on this implantable cardioverter defibrillator (ICD). Technical services (ts) reviewed the device data and noted oversensed noise on a stored ventricular episodes and right ventricular (rv) intrinsic amplitude measurements out of range. Ts suspected the noise was from electromagnetic interference (emi), as the patient was confirmed to be in surgery with a magnet applied at the time. No adverse patient effects were reported. This ICD remains in service.